Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leak was detected when the patient placed the cassette in the homechoice (hc). The initial drain was able to be completed but the machine did not allow the hp to continue with the therapy. There was no report of adverse event associated with this report. No additional information is available at this time.